Event description:
The patient reported that the keypad buttons do not always respond to button presses. The patient is having to press the buttons more than once to activate desired pump functions. The patient does not clean the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact. Testing confirmed intermittent responses to button presses on the up, down, ok and contrast buttons. Multiple button presses requiring increasing force are required before the buttons will engage. None of the buttons on the keypad have normal spring back or click. The keypad was removed for investigation revealing contamination under the contacts of all the buttons.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.